Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2016-23858. (B)(4).

Event description:
The customer's spouse reported via phone call that the customer experienced high blood glucose. Customer's blood glucose level at the time of the incident was 421 mg/dl, which he treated with manual injection. Current blood glucose value was unknown. It was advised to change the entire set, reservoir and treat per doctors instructions.